Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step, then gave a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012 device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2012with the following findings:a review of the black box history indicated a load step malfunction and loss of prime with zero force. The pump powered up and the audible and vibratory feature was found to be working. The display screen was found to be functioning with no issues. The rewind step was performed several times and the pump emitted a ¿replace battery¿ alarm. The pump case was opened pump; corrosion and moisture was found on the power circuits and on the force sensor plate and investigation was unable to be completed.